Event description:
The ICD involved in this MDR was interrogated during scheduled f/u on (B)(6) 2010. The caller reported that inconsistent shock statistics were displayed by the programmer that day: overview screen statistics part indicated 68 shocks, although these shocks were never delivered nor recorded in the arrhythmia and therapy history. These inconsistencies were not observed upon next f/u visit on (B)(6) 2010.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.